Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose in (B)(6) 2011 with blood glucose of 555 mg/dl at the time of the incident. The customer was at 293 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed and the customer will monitor the issue. Customer also had issues with lows when they get to the end of their reservoir. The customer treated the low of 75 mg/dl with food. The insulin pump will not be returned for analysis.